Event description:
As reported by the (B)(4) study indicated that following the index procedure "material got hung up on the stent during retrieval and tore.' Cas was performed on an 80% occluded lesion in the ostium of the left internal carotid artery of 10mm in length in a 9.0mm vessel diameter with severe vessel tortousity. The arch I lesion was eccentric, ulcerated, with thrombus present within the lesion and moderately calcified. A 7mm medium support angioguard embolic protection device was successfully deployed and the lesion was pre-dilated before a 10x40mm precise pro rx stent was deployed. The residual diameter stenosis measured 10%. During removal of the angioguard, the basket was captured appropriately. When pulled down, it caught on the top of the stent. It was advanced back up, captured. Multiple attempts to remove with patient turning neck was tried. It seemed to then come to about the mid point of the sent and catch again. It then came free and was removed. At inspection the net material was partially torn from the basket wire but none was missing. There was no documented dissection or presence of air bubbles. The patient was neurologically intact upon leaving the angio suite. The patient was discharged without any major adverse events on the following day.

Manufacturer narrative:
Following carotid artery stenting and during removal of the angioguard it was noted that "material got hung up on the stent during retrieval and tore.' The target lesion was an 80% occluded ostium of the left internal carotid artery 10mm in length and 9.0mm in diameter with severe vessel tortuousity and moderate calcification. The arch I lesion was eccentric and ulcerated with thrombus present within the lesion. A 7mm medium support angioguard embolic protection device was successfully deployed and the lesion was pre-dilated before a 10x40mm precise pro rx stent was deployed. The residual diameter stenosis measured 10%. During removal of the angioguard, the basket was captured appropriately, however, when pulled down, it caught on the top of the stent. It was advanced back up and recaptured. Multiple attempts to remove the device while having the patient turn their neck were attempted but the basket seemed to then come to about mid point of the sent and catch again. Eventually it came free and was removed. At inspection the net material was partially torn from the basket wire but none was missing. There was no documented dissection or presence of air bubbles. The patient was neurologically intact upon leaving the angio suite. The patient was discharged without any major adverse events on the following day. Per (B)(4) report (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 10168424 (cordis lot 70812488). (B)(4). Based on the information available and without films of the event or product return it appears that the difficulty experienced may have been caused by vessel characteristics, operational context of the device and/or device interaction and is not related to a product quality issue. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.